Manufacturer narrative:
Follow-up #1 date of submission 05/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings:a review of the pump black box data indicated an unacknowledged cs 162 call service alarm on the reported failure date. The black box data also revealed that a discharged battery was installed and caused the pump to emit a cs 128 call service alarm related to battery life. No damage was observed to the pump battery compartment. The battery cap secured properly to the pump to maintain power. Current draws measured within specifications. The pump case was removed and no evidence of intermittent connections was found in the power circuit. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump emitted replace battery alarms immediately after the pump was powered on following battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.